Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2015; model: d154awg, ICD; implanted: (B)(6) 2008, explanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a device changeout procedure the physician attempted to replace the right atrial (ra) lead due to chatter/noise on the atrial lead. The physician encountered difficulty advancing and placing/positioning the replacement ra lead, with the lead eventually dislodging. The physician chose to remove the new lead and went back to reposition the existing ra lead which may have dislodged during the attempted new lead placement. The original ra lead remains in use. It was noted the patient is currently enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.